Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The reported observations were not confirmed via product analysis. The ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders were pressure tested and performed within specification. The momentary squeeze (ms) pump was visually inspected, no leaks were found. The pump was functionally tested and failed the deflation test.

Event description:
It was reported that the patient experienced sst (the glans of the penis was floppy when the device was inflated). The doctor believed this was happening because the original device was undersized. The cylinders and pump were removed and replaced with a longer size cylinders and rear tip extenders. The patient had a good outcome following the procedure.

Event description:
It was reported that the patient experienced sst (the glans of the penis was floppy when the device was inflated). The doctor believed this was happening because the patient's original device was undersized. The cylinders and pump were removed and replaced with a longer size cylinders and rear tip extenders. The patient had a good outcome following the procedure.